Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance measurements reaching high out of range measurements in several different vectors, including some measurements of greater than 200 ohms. It was noted that last year, the shock impedance measurements were between 100 ohms and 114 ohms, which is within normal specification limits. Boston scientific technical services (ts) indicated that the vectors with the highest shock impedance measurements include the right atrial (ra) lead coil and discussed calcification as a possible cause. Ts suggested to the healthcare provider (hcp) to reprogram the rv lead to the rv lead to device can vector, which has the lowest shock impedance measurement of 129 ohms. However, ts provided guidance that since this vector still exhibits high impedance as well, the hcp can consider performing a commanded maximum energy shock test to determine the delivered shock impedance value and then perform a defibrillation threshold (dft) test to test conversion with this new vector. It was noted that the patient is not on the remote monitoring system and is not followed at the healthcare facility (hcf) of the hcp caller. Additionally, it was indicated the patient will not likely not be followed at this hcf in the future since the patient lives in a different state. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance measurements reaching high out of range measurements in several different vectors, including some measurements of greater than 200 ohms. It was noted that last year, the shock impedance measurements were between 100 ohms and 114 ohms, which is within normal specification limits. Boston scientific technical services (ts) indicated that the vectors with the highest shock impedance measurements include the right atrial (ra) lead coil and discussed calcification as a possible cause. Ts suggested to the healthcare provider (hcp) to reprogram the rv lead to the rv lead to device can vector, which has the lowest shock impedance measurement of 129 ohms. However, ts provided guidance that since this vector still exhibits high impedance as well, the hcp can consider performing a commanded maximum energy shock test to determine the delivered shock impedance value and then perform a defibrillation threshold (dft) test to test conversion with this new vector. It was noted that the patient is not on the remote monitoring system and is not followed at the healthcare facility (hcf) of the hcp caller. Additionally, it was indicated the patient will not likely not be followed at this hcf in the future since the patient lives in a different state. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced due to high shock impedance measurements. The patient was noted to have a fibrotic heart condition and it is believed that fibrotic tissue observed on the lead coils was probably the cause of the high shock impedance measurements. It was noted that nothing was every physically observed to be wrong with the lead. No additional adverse patient effects were reported.